Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a robotic laparoscopic partial nephrectomy, while trying to extract a piece of the kidney at the end of the procedure, the specimen bag broke. The kidney piece fell into the cavity. The surgeon had to perform an extra medial incision of more than one inch to find the piece. The piece was retrieved in the end.